Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior repair procedure. After successfully placing one of the leg assembly in the patient's left side sacrospinous ligament, as the physician was placing the other leg assembly through the patient's right side ligament, the lead suture detached inside the patient. Reportedly, the detached suture, with the needle at the end, was recovered and removed from the patient. The physician removed this uphold device from the patient and completed the procedure with another uphold vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
Needle detachment.